Event description:
It was reported that the pt experienced a lack of therapeutic effect. She fell on her device a year ago and her symptoms have changed; now, it is not really working right. Further info is being requested from the hcp.